Event description:
It was reported that the injection site of an intravia container (150 ml capacity) became disconnected during reconstitution. The reporter stated that a syringe was inserted into the injection site to add 90mg adenosine to the solution bag. The customer tried removing the syringe from the injection site, resulting in the whole injection site adhering to the syringe. The injection site was removed with the syringe. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not returned; therefore, a device analysis cannot be completed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.